Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5147249, model/catalog description: linear st lead kit 50 cm. It is indicated that the leads will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that following an ipg implant procedure, the patients midline lead was sticking out. The patient underwent a revision procedure wherein the incision was closed again. The patient was doing well postoperatively.